Event description:
It was reported that the ventilator during pre-use check failed the internal leakage test, flow transducer test and pressure transducer test. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The reported failures during the pre-use checks were reproduced. Investigation showed that the failures were caused by a damaged capacitor on a pc board inside the gas module. The capacitor was damaged by the adjacent solenoid due to pendulum movement of the solenoid. The solenoid may damage the capacitor if exposed to extensive mechanical force. Most probably the damage on the capacitor occurred during transportation of the ventilator or dropping the air gas module. Prior investigations of similar issues located the problem to capacitors with a smaller size that came from a specific manufacturer. This type of capacitor is more vulnerable, due to its smaller size, and may more easily become damaged by the pendulum movement of the solenoid. The solenoid may damage the capacitor if exposed to extensive mechanical force. Most probably the damage on the capacitor occurred during transportation of the ventilator or dropping the air gas module. Prior investigations of similar issues located the problem to capacitors with a smaller size that came from a specific manufacturer. This type of capacitor is more vulnerable, due to its smaller size, and may more easily become damaged by the pendulum movement of the solenoid. The manufacturer of the capacitor of the smaller size is no longer used as a supplier for this capacitor. The pc board regulates the servo control of the solenoid which controls the opening and closing of the nozzle unit to regulate the gas flow. A failure of this pc board can cause failures in the flow measurements which will be detected during the pre-use checks.

Event description:
(B)(4).

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.